Manufacturer narrative:
Additional information was obtained and customer clarified that the meter was broken not "exploded".

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported their adc meter didn't work and "are exploded". No further information was reported. There was no report of death, serious injury or mistreatment associated with this event.